Event description:
It was reported via repair work order that the right siderail was bent and the siderail would not latch due to this. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.